Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, power on resets were verified in the black box. The battery compartment and battery cap were intact. The pump was exercised for 24 hours with returned battery cap and there were no power interruptions. The pump cover was removed and there was no moisture. The intermittent power complaint was verified in the history but not duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the pump was experiencing random intermittent power losses. The reporter noted power loss yesterday and again this morning, and denies any trauma, damage, or moisture to pump. The reporter replaced the battery yesterday. The battery cap has not been replaced for over 7 months, but the patient denies any damage to the cap, is able to tighten it properly, and states that the yellow o-ring is not visible. The patient was advised to discontinue use of the pump and go on a back-up plan. There are no blood glucose excursions associated with this complaint. This complaint is being reported as the alleged intermittent power issue remains unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.